Event description:
It was reported that there was leaking from reservoir. No patient injury was reported.

Manufacturer narrative:
A product sample was received for investigation of leaking /reservoir being cracked. A visual inspection found wear and tear and a damaged tank cover, front cover, line cord, float switch, a noisy pump, cracked enclosure, outdated pcb and power switch. Evaluation testing duplicated the reported problem. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).